Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this (B)(4) ventilator ¿shut off¿ and generated a ventilator malfunction message of ¿breath delivery (bd) background failed¿. A review of the diagnostic logs indicates the device entered backup ventilation. The device was available for evaluation. The medtronic service engineer (se) inspected the device and found an associated diagnostic code and confirmed that the ventilator had entered backup ventilation. Se replaced the line interface 2 printed circuit board (pcb). The ventilator passed all testing per manufacturer specification at the time of service. The likely cause of the event was isolated in the field to a potential fault in the line interface 2 (pcb). The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, this (B)(4) ventilator ¿shut off¿ and generated a ventilator malfunction message of ¿breath delivery (bd) background failed¿. The patient was removed from the ventilator and placed on an alternate ventilator with no injury. Based on review of diagnostic logs there was no indication that there was a loss of ventilation while in use on the patient; however, there was evidence that the ventilator entered back up ventilation at the time of the event.

Manufacturer narrative:
H3: device evaluation summary: additional information the device was available for evaluation. The medtronic service engineer (se) inspected the device and found an associated diagnostic code and confirmed that the ventilator had entered backup ventilation. Additionally, the field service engineer (fse) found the ventilator displaying "est (extended self-test) never run". To solve this issue, fse replaced the line interface 2 pcba (printed circuit board assembly). The ventilator passed all the tests and calibrations per manufacturer specification and was returned to the customer. With the information available, the likely cause of the reported issue (entering into back up ventilation) could not be established but found an issue with the line interface 2 pcba as an additional issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this 980 ventilator ¿shut off¿ and generated a ventilator malfunction message of ¿breath delivery (bd) background failed¿. A review of the diagnostic logs indicates the device entered backup ventilation. The device was available for evaluation. The medtronic service engineer (se) inspected the device and found an associated diagnostic code and confirmed that the ventilator had entered backup ventilation in memory but could not duplicate the event. Se replaced the line interface 2 printed circuit board (pcb). The ventilator passed all testing per manufacturer specification at the time of service. The line interface 2 pcba was returned to medtronic for further analysis. The component was visually inspected and functionally tested with no malfunction or product deficiency observed. The cause of the observed condition could not be determined. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.